Event description:
The product was identified on the package as a right femoral component (cat no 6632-0-425). The product inside the package was a left femoral component (cat no 6632-0-315/lot etioc). There was no adverse consequence for the pt.